Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06802. It was reported, the pt's thoracic system was not providing effective stimulation coverage in her right leg. Consequently, both of the pt's thoracic scs system leads were replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.